Event description:
A surgeon went to "air" with an iop setting at 25mmhg during a vitrectomy and the eye went soft (lost patency). The surgeon selected rapid iop of 60mmhg with the foot pedal of the vitrectomy system and the eye began to maintain patency. The surgeon noticed in the sterile field that the adjustable gas pressurized infusion tubing system had a very loose connection at the air port.